Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was successfully implanted and the pocket was closed. Subsequently, a greater than 3000 ohms pacing impedance measurement was recorded. The pocket was reopened and the leads were removed from the ports. Visual inspection revealed what appeared to be a portion of insulation in the upper, left port that was making complete insertion of the rate/sense portion of the ventricular implantable lead impossible.